Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(4). Device evaluation: the product was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported plunger rod issues with the intraocular lens (iol). There was patient contact with the product. During follow up, the doctor mentioned that when they are running short on vicoelastic, he advances the plunger to where it clicks while the injector is in the wound. He then rotates to advance the iol into the eye in a controlled manner. The plunger, however, never stopped at the click and instead the iol was pushed forcefully into the eye breaking the posterior capsule. The doctor had to cut the iol and do an anterior vitrectomy. The incision was enlarged and sutured. He had to place a different 3 piece iol. The patient is seeing 20/25 but she is still at risk for retinal detachment given what occurred. No additional information was provided to abbott medical optics.